Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was isolated to the damaged battery housing connector j2 pin being contaminated. Also, upon further investigation the evaluation found a loose bus bar inside of the battery. The cause for the j2 pin contamination was an ingress of an unknown liquid. The root cause of the loose busbar cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.